Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please confirm the product code for the complaint device? Is it ec45? Yes. Or, is it ec45a? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece of the reload fall into the patient? If yes, how was it retrieved? Did this alter the procedure in any way?

Event description:
It was reported that during an unknown procedure, the knife cuts into the magazineplastic parts from the magazine found in the instrument mouth. No harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: did any piece of the reload fall into the patient? No. If yes, how was it retrieved? Did this alter the procedure in any way? No.